Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Model: 1650de, serial number: (B)(4), expiration date: 2018-06-30. UDI: (B)(4). (B)(6) 2018. Mfg date: 2017-06-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noted power switching with the controller and one battery. Power is switching to the other side before the battery is down to the last bar. It happens when the battery has two or three bars and battery capacity is greater than or equal to 25%. The battery was replaced and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was returned for evaluation. The controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of data files did not reveal any premature power switching events during the reported event date. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. As a result, the reported event could not be confirmed. Other devices involved in this event: device: heartware ventricular assist system ¿ battery (B)(4). If information is provided in the future, a supplemental report will be issued.